Event description:
Video image becomes blurred in the center during the procedure, the phenomenon has observed briefly out of the patient during the periodic inspection on site. There was no report of patient harm.

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model ed34-i10t2-us is available in the USA with a 510k number k192245. If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
Correction information g6: follow up #1. H2:if follow-up, what type? H3:device evaluated by manufacture. H6: coding changed based on the investigation result. Additional information: h4:device manufacture date. Evaluation summary: the investigation concluded that the cause was blurred images due to ccd failure caused by external loads and other factors. The device has been repaired.